Event description:
A dual chamber implantable cardioverter defibrillator (ICD) system was returned to the manufacturer from the funeral home with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately four days post the device system implant. It was further obtained that per the certificate of death, the cause of death was third degree heart block and ventricular fibrillation resulting in an anoxic brain injury, resulting in asystole.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the proximal segment of the lead was returned to the manufacturer and analyzed. No anomalies were found.